Event description:
It was reported that this lead exhibited loss of capture, oversensing with pacing inhibition of greater than two seconds and noisy signals. The patient experienced bradycardia, asystole and syncope as a result of the reported observations. Additional intervention was taken and this rv lead was placed in the lv port of the crt-p device. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).